Event description:
It was reported to boston scientific corporation in 2009, that an endostat ii electrosurgical unit was using during a procedure performed four days prior. According to the complainant, during the procedure, the unit delivered current intermittently. The procedure was completed with the same endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. Although the device has not been received, the user facility's biomed department indicated the unit turned on, however, there was no current. When the unit was tested on a piece of meat, they were able to get current and were unable to replicate the event.